Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) exhibits signs of repeated use and has fractured lateral side. DHR was reviewed and no discrepancies relevant to the reported event were found. Tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the device fractured at an unknown time and place. Device was noted as fractured in the sterilization department.